Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The component q18 was shorted and there was thermal damage on the ca board. The root cause for the damaged ca board was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was unable to complete incoming functional testing.